Manufacturer narrative:
The reported event has been determined to be an post-placement/pre-load implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors and/or the lack of osseintegration. The loss of integration or the non-integration of an endosseous dental implant is a known inherent risk of the procedure. Physical analysis was not performed.

Event description:
Mobility was reported. Relationship of time between the placement and the loss of the implant was before restoration. It was reported the patient has diabetes and is allergic to penicillin. No osseointegration. Bone quality at the time of implant failure was type IV.